Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was removed on (B)(6) 2016 and had not worked at all for the patient. It was clarified that the entire system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.